Event description:
Physician was attempting to pre-dilate a severely calcified lesion in the lad with 99% stenosis and excessive tortuosity but the device could not cross. The physician then attempted to dilate the proximal area but the balloon ruptured at 18atms. The balloon got stuck on the calcification and a portion of the balloon detached during removal. Numerous devices could not cross the lesion both before and after this attempt with the sprinter legend balloon. The procedure was aborted with no additional treatment. The physician commented that due to excessive calcification all devices were unsuccessful and the event was not device related but morphology oriented. The patient expired by cerebral infarction after the procedure and the physician indicated that this event was not related to the device.

Manufacturer narrative:
Results: inherent risk of procedure - (death); patient¿s condition affected effectiveness of device - (lesion morphology ¿ 99% stenosis, severe calcification and excessive tor tortuosity); failure to follow instructions - (balloon inflated above labeled burst pressure); no results available since no evaluation performed - (device or procedural images not provided for review). Conclusions: device failure/lack of effectiveness related to patient condition - (lesion morphology ¿ 99% stenosis, severe calcification and excessive tortuosity), inherent risk of procedure - (death), user error contributed to the event - (balloon inflated above labeled burst pressure). (B)(4).